Manufacturer narrative:
(B)(4). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Requested but hospital does not allow.

Event description:
It has been reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to the screw backing out of the femoral component. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
UDI- (B)(4). Concomitant medical products- biomet taper screw, catalog # 185213, lot # 792540, biomet 360 tibial cruciate wing, catalog # 185650, lot # 473500, biomet 360 tibial offset, catalog # 185211, lot # 276390, biomet splined knee stem, catalog # 148302, lot # 385050, biomet tibial tray, catalog # 185202, lot # 933680, biomet splined knee stem, catalog # 148305, lot # 430260, vanguard 360 distal femoral augment, catalog # 185384, lot # 409170, biomet 360 offset adapter, catalog # 185210, lot # 014480, vanguard 360 distal femoral augment, catalog # 185404, lot # 952350, vanguard ssk ps tibial bearing, catalog # 185064, lot # 742510. Reported event was confirmed by review of radiographs. Review of the x-rays by a third party hcp state that the dislodged screw is seen in the intercondylar notch of the femur. The remainder of the hardware appears intact and no periprosthetic lucency. DHR was reviewed and no discrepancies were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.